Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right ventricular (rv) lead exhibited high, out of range pacing impedance. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.